Manufacturer narrative:
Exemption number e2015058. (B)(4). The device history records for the returned sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 300p from heartsine technologies, belfast on the (B)(6) 2012. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2013 and that it had performed all self-tests up to and including the last log entry on the (B)(6) 2016. On the (B)(6) 2016 the device records ten manual power ups all of ten minutes duration. The device was disassembled to investigate and the measurements taken during the investigation would indicate a failure of the membrane due to a breakdown in the cross-over insulation. This indicates that the current leakage had caused the device to switch on automatically. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.